Event description:
It was reported that the patient developed an infection at the pod¿s infusion site (abdomen) while wearing the pod between 24 and 36 hours. The patient reported that their blood glucose levels began to rise, despite administering corrective boluses (no values provided), at which point the patient removed the pod and noticed that the area was inflamed. It was reported that the site was inflamed, swollen and had a small bump which "grew to the size of an egg". The patient sought medical attention from a doctor on (B)(6) 2026 who diagnosed an abscess and prescribed unspecified antibiotics as treatment. The patient reported that the inflammation has begun to decrease since beginning administration with the antibiotics.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.